Manufacturer narrative:
(B)(4). The lot number is reported as unknown, because it could not be confirmed which of two clips experienced the slda. The lot numbers are: 70120u124 or 70123u175. The clip remains in the patient. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. The worsening mr is likely a secondary effect of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that two mitraclips were implanted on (B)(6) 2017 reducing mitral regurgitation (mr) from grade 4 to 1 in the patient with a flail on the anterior medial leaflet. In (B)(6) 2017, it was noted that one of the mitraclips detached from the posterior leaflet, but remained attached to the anterior medial leaflet (slda). Mr returned to grade 4. A reclip procedure was performed on (B)(6) 2017. The new clip delivery system perforated the left atrial appendage during the procedure. The pericardial effusion was treated with aspiration. The mitraclip was deployed reducing mr to grade 3-4. After clip deployment, the same pericardial effusion was noted again. The patient was taken to heart surgery where the pericardial effusion was successfully treated. After the surgery, the patient was reported to be in stable condition. No additional information was provided.